Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance. An intervention was completed and the low-voltage, pace/sense portion or the rv lead was capped and a new low-voltage, pace/sense lead was implanted. The high voltage portion of the original rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was fractured. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.